Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The haptic bent in the delivery device during insertion into the patient's eye. The incision was enlarged to remove and replace the lens with no patient injury.